Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 425mg/dl at the time of incident. The customer¿s current blood glucose level is 225 mg/dl. The customer also reported other blood glucose values such as over 400 mg/dl. The customer treated for high blood glucose with manual injection and insulin pump. Based on customer report customer did not allege the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.